Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed cartridge and infusion set to address the issue.